Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the sheath could not advance due to resistance. A competitor¿s sheath was attempted, however the balloon wrapping came loose. It was not specified if the iab was replaced to continue therapy. Indication for use was pci (percutaneous coronary intervention) backup for triple vessel disease. There was no reported injury to the patient.